Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was never told there was two incisions by the re[. Patient had the recharger over the wrong incision prior. Patient said it would be helpful to add to a piece of paper patient will have two incisions one for the lead and one for the stimulator. If she would have known about the two incisions she wouldn't have peed her pants all night. Patient said, her situation she can sit and be fine and then all of a sudden no warning it is coming. If she is in a dead sleep and then has to get up and walk. She has a broken ankle so walking is tough. She said it is not our system failing. By end of call stimulator was up to 20% charge. Patient said she can feel the stimulation in the foot.